Event description:
A customer reported that during the oil injection portion of a vitrectomy procedure, the system stopped working and the surgeon had to manually inject the oil. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The system was then tested and found to meet product specification. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system . The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).